Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is not available for evaluation per the customer. A follow-up report will be submitted should the device be received and evaluated or if additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: this device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed and the root cause could not be determined. Batch review determined that no nonconformance reports were documented for this lot during manufacturing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through im-CAPA-(B)(4). A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(4) that four basal/bolus infusor devices were leaking from the blue winged cap during patient use. This is report number 4 of 4. The devices were being used without the patient control module (pcm) and were capped at the pcm luer adapter when leakage occurred. No patient injury or medical intervention was reported. No additional information is available at this time.